Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A pre-ast simulated treatment (15-minutes, 1000 ml) also passed. A power fail recovery was successfully performed during drain 0 of the simulated treatment. The cycler underwent and passed a mushroom head check, a voltage check, a valve actuation test, and a system air leak test. A load cell verification test was performed and found to be within tolerance. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient contacted ts due to an alarm, ¿make sure hb is on ht¿, which occurred during fill 1 of 4. After troubleshooting the alarm with no success, the patient was advised to reboot the cycler. The patient then received a ¿power fail recovery failed¿ message on power up. The patient pressed ok, and the message reappeared. At that point, the patient was advised to discontinue the treatment and re-setup with new supplies. When the patient removed the cassette from the cassette compartment of the cycler, they reported seeing ¿condensation¿ or ¿moisture¿ on the black bubbles in the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement was ordered for them. There was no reported damage identified on the cassette. Upon follow up, the patient stated they did not complete their treatment. However, it was confirmed that the patient did not have any symptoms due to the missed treatment. The patient informed their pd nurse of the cycler replacement. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention due to the reported fluid leak. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for an evaluation as it was reportedly discarded.